Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol cap (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed. (B)(4).

Event description:
The complainant reported that the physician noticed protrusion of the inner core wire of the amplatz extra-stiff support wire guide upon opening the package. Another device of the same kind was used instead. It was further noted that the weld connection located at the distal tip was broken. There were no reported serious injuries to the patient.